Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: neu_unknown_prog, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was receiving 4mg/ml bupivacaine at 0.736mg/day and 20mg/ml morphine at 0.96mg/day via an implantable infusion pump for non-malignant pain. It was reported that the patient was just recently refilled and the healthcare professional thought the drug concentration of morphine was staying at 5mg/ml but it had actually changed to 20mg/ml. The patient had been discharged but was called and they were headed back to the clinic so the programming could be corrected. The drug had been moving through the pump for about an hour but the patient wasn't having any issues. It was reported that the nurse would consult with the managing physician to replace the drug back to 5mg/ml. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Continuation of d11: product ID 8870, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8870, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was reported that a model 8840 clinician programmer was used at the time of the event. The serial number of the programmer and serial number of the application card were unknown to the company representative as their conversations were by telephone.

Manufacturer narrative:
Product ID: 8870, serial# unknown, product type: software. If information is provided in the future, a supplemental report will be issued.

Event description:
The hcp reported that there was no under or over dose event. There were no adverse event symptoms. The patient was brought back into the office to decrease the rate 3 days later to the lowest level rate to infuse over 4 hours to clean the higher concentration of drug. The pump was refilled later with the correct pump concentration. The issue was resolved. The serial number and software version of the programmer were reported as ¿(B)(6).¿ there were no further complications reported/anticipated.